Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported during patient's scs trial lead implant surgery the patient had a csf leak. Post-operatively the patient did not experience headaches or other symptoms. On a later date the patient contacted the company representative complaining of headache and drainage at lead site. The patient's dr. Has planned surgical intervention to remove scs lead and possibly perform a blood patch.